Manufacturer narrative:
The serial number of the mpu was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with volume overload and concern for right ventricular (rv) failure. The pump appeared stable. The log file observed a no external power alarm on (B)(6) 2021. Related manufacturer number of mobile power unit: 2916596-2021-03992.

Event description:
It was reported that the pump did not contribute to the patient's right ventricular (rv) failure. The patient's rv failure responded well to diuresis and the patient was to continue with regular follow up in heart failure clinic and was taking diuretics by mouth at home. It was unknown if the mpu power cord had come loose at the wall/outlet or at the back of the unit and it is also unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was reported to have a v-lock connecter on the ac power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) (serial number (B)(6)) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file (B)(4) contained data spanning approximately 8 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a no external power alarm on (B)(6) 2021 from 20:40:35 to 20:40:40 due to a loss of external power while connected to the mpu. During this time, the rsoc voltage in both power cables as well as the bus voltage were lower than the expected values and dropped to approximately 0 volts. The system controller backup battery was in use and was able to maintain a speed above the low speed limit. Pump function was not affected. The alarms resolved when external power was restored to the mpu. Provided information stated that the serial number of the mpu used at the time of the event is (B)(6) and it had a v-lock connector on the ac power cord. It is unknown if the power cord came loose at the wall/outlet or at the back of the unit and it is also unknown if there were any environmental circumstances that would have affected ac power at the time of the event. Additionally, no devices will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate mobile power unit was shipped from abbott on 02jun2021. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.